Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 1/31/25 an ilet user reported the experienced a low blood glucose (bg) event requiring assistance to treat. The user experienced a low bg event on 1/31/25 after walking around the mall. Their bg dropped to 39 mg/dl and remained low for 1.5 hours. They treated with mints, lemon cake, and grape juice. The device provided low alerts, and their husband assisted by bringing them to bed and giving them juice due to partial loss of consciousness, dizziness, and vomiting. Later, the user consumed a large amount of froot loops without announcing, leading to a high bg of 387 mg/dl for four hours. The device provided alerts for sustained high bg over 300 mg/dl. No professional medical intervention was required.